Event description:
According to the event description: the pump infused at 230 milliliters an hour (ml/h) instead of 250 milliliters an hour (ml/h).

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: premarket submission # (B)(4). K083689 k142596 k191910 summary of investigation: history files inspection: the device history files from 2025-03-20 were investigated. A rate of 250ml/h and a volume of 1000ml was selected. The infusion started and was interrupted by an upstream- and a pressure alarm. The reason for the alarms could not be clarified. 10 minutes later the infusion was stopped, and the line was extracted. At this time, 29,84ml was infused. No other abnormalities were found. Visual inspection: the cover caps on the screw pillars and the technician seal (33-03-185) on the lower housing was were intact and undamaged. The device is slightly dirty but no visible damage was found. Functional inspection: the device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,61%. ((Accuracy of set delivery rate should be: ± 5 %). The device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues on the lower housing, the emc protection shield and the bottom inner frame. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.